Manufacturer narrative:
Received two (2) used. List #142730490, plum 150 ml burette set for evaluation. As received the secondary port clave from the top of the burette was separated and broken off from the port on one (1) sample. Stress marks and a rigid break were observed on the clave and on the tubing in the port. No damage or other anomalies were observed. Received one (1) photo of the set showing the broken secondary port. The complaint of broken clave can be confirmed on one (1) sample. The probable cause is due to an unintentional bending force. The complaint cannot be replicated or confirmed on one (1) sample. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for return, but it has not been received.

Event description:
Event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was stated in the report that the clave broken and tube line below the chamber was flattened. Two quantities were reported to be affected. There was patient involvement but unknown patient harm/adverse event.